Event description:
It was reported that the ventricular output on the external pulse generator was not working. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: initial analysis confirmed the reported event, the heart lead flex was out of specification. It was also noted that the lower case was broken, the upper case was dented affecting keyboard fit, the ring cover was broken, the battery contacts were compressed, the battery drawer was broken, the keyboard was scratched, and the display was out of specification. Further analysis was performed on the heart lead flex. Visual inspection revealed a hairline crack of a trace, tail thickness is within specification. Bench analysis revealed a failure for trace continuity. Conclusion: confirmed the reported event, output failure caused by open circuit trace. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.